Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed as it was reported that an open exploration and non excisional debridement of right tmj and removal of one (1) loose screw was performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - biomet microfixation right tmj fossa component catalog #: 24-6560, lot #: 657570b; biomet microfixation screw. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00292

Event description:
It was reported that the patient underwent a revision for open exploration and nonexcisional debridement of right tmj and removal of one (1) loose screw. No additional patient consequences were reported.